Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records cannot be performed without add'l device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.